Event description:
Patient had vad placed and on warfarin for anticoagulation. The patient was admitted for rectal bleeding. He was found to have a gi bleed. He was within therapeutic range for his coagulation upon admission. (Inr = 1.6, target 1.5-2). The patient received blood products with appropriate response. He was discharged after a three-day hospital course.